Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to move her lower right extremity a day after undergoing a permanent implant procedure. In turn, the patient went to the emergency room and her scs system was explanted. The patient regained movement of her lower right extremity hours after her scs system was explanted.